Event description:
Additional information was provided by the surgeon who clarified that the superior junction haptic-optic was torn inducing anterior capsular tear and secondary fracture line. Upon rotation of the iol, the bag got torn. A 3 piece iol was implanted in sulcus. The event occurred during phacoemulsification and it continued at the time of this report. The patient was not hospitalized as a result of the event, no medications were used at the time of the event. No unplanned medical or surgical intervention was required to treat the patient. Posterior capsular opacification had not been observed. The affected eye was the patient's right eye. This was the first patient of the day.

Event description:
Vitreous leak (and not vitrectomy was issued as previously noted) with post capsular rupture occured at the moment of posterior chamber lens mobilization.

Manufacturer narrative:
.

Event description:
A healthcare professional reported that one haptic broke upon injection of the posterior chamber lens (junction haptic/optic). When trying to remove the haptic broken, an anterior capsular injury (fracture line) occurred. Vitrectomy was issued with post capsular rupture at the moment of the posterior chamber lens mobilization. The iol was removed, fearing of a luxation in posterior chamber. An anterior vitrectomy was performed. Another iol was implanted. The patient was prescribed levofloxacin hemihydrate for 5 days and he will be seen again. Additional information has been requested but not received to date. This is one of two reports being filed by the same reporter for two similar incidents which occurred in two different patients.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: results from the product history record review and batch history record indicated the product met release criteria. The root cause for the reported complaint could not be determined as no sample was returned for analysis.